Manufacturer narrative:
One cardiomems patient electronic system power cord was received for evaluation. External and internal visual inspections of unit revealed that there was no spark when the power supply cable and power cord were manipulated when it was plugged into the pes unit. No software malfunctions, errors, warnings, or anomalies were observed during unit boot or during handheld touch screen commands. Patient data backup was performed successfully using returned 4g gsm modem. Unit passed all signal acquisition frequencies in diagnostic-test including accuracy/noise and distance/home. It was reported that the power cord sparked on an unknown date- unconfirmed.

Event description:
The patient reported a spark occurred at the power cord. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.